Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient and their spouse did not receive an alarm or alert on their mobile app. The patient had recently started using a tandem t:slim insulin pump with control-iq. Both the patient and spouse used their phones and the pump display screen to monitor alarms and alerts. At 4:00 am the patient's spouse had been awake and was monitoring the patient¿s high cgm values (no bg finger stick occurred). She had fallen asleep, but at approximately 8:30 am, she woke up to find the patient in the bed having convulsions and the cgm values were lower than 40 mg/dl. She called emergency medical services (ems) and gave him 7 packets of oral glucose liquid. The convulsions stopped and after ems arrived, the cgm values were around 40 mg/dl. She did not know the bg finger stick value obtained by paramedics, and no treatment medication was provided. After the event between 9:30-11:00 am the cgm value had risen to a high of 300 mg/dl, and was down to 240 mg/dl, and there were no issues with alarms or alerts at that time. At the time of the report, the patient was sleeping, had no symptoms, and was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.